Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer intermittently "over corrected" via a bolus with the pump to correct for an elevated blood glucose (bg) that ranged between 200 mg/dl to 300 mg/dl and delivered too large of a bolus resulting in ongoing low bg levels ranging from less than 40 mg/dl to 60 mg/dl. Reportedly, customer consumed glucose tablets to address low bg. Recommendation was made to discuss diabetes management with a health care professional.